Manufacturer narrative:
Other: neurological symptom. This part is not approved for use in the united states; however a like device catalog # 6958712, 510k # k042789, UDI # (B)(4)  was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation at c2-c7 due to cervical spondylotic myelopathy. Post-operatively, the bone fragment at the level where screw was inserted appeared to have broken and that bone fragment is causing the neurological symptom. Bone fragment at the screw insertion site was nerve compressed. It is unknown whether there was any malfunction with the alleged screw or not because there is no plan for removal. There is probably no malfunction. The operation for removing the bone fragment was performed. The implant was not touched. It is unknown whether the patient achieved solid fusion or not.